Event description:
Surgeon applied carbon fiber mayfield head holder and the or team positioned the patient prone on chest and hip bolsters. The positioning of the mayfield holder was confirmed. It was tightened to 80 psi. Cat scan was performed using the intra-operative scanner. Upon removal of the operative drapes, the surgeon identified that the mayfield head holder had slipped. There was a scalp laceration in the left parietal area. It was repaired using monocryl suture after cleaning the wound with betadine solution. After flipping the patient supine, the surgeon inspected the patient's forehead for any abrasions or injuries. None were identified. Hard cervical collar was replaced. A cross-table lateral x-ray was used to investigate for any untoward movement of hardware. None was identified. There were no significant neuromonitoring changes from baseline. The carbon fiber head-frame was removed from service and given to biomed for investigation.